Event description:
It was reported that the patient experienced unspecified issues with a previous advance sling. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to his event. Additional information was requested, however, it was not provided.